Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged. Stent struts on the first proximal row were lifted and pulled in a distal direction. The undamaged distal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-april-2017. It was reported that advancing difficulties were encountered. The target lesion was located in the mildly calcified and angulated left circumflex (lcx) artery. After a non-bsc guide catheter was placed and a 0.014 guidewire was advanced to cross the lesion. The vessel bed was prepared using a 2.0mm and 2.5mm balloon catheters, inflated at 12 atmospheres. A 2.50x16mm promus element¿ plus drug eluting stent was then advanced. However, difficulties were felt while advancing the stent to the lesion and the device was finally withdrawn. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.